Event description:
On (B)(6) 2014, the reporter contacted animas indicating a low blood glucose resulting in seizure and administering of glucagon. The reporter indicated the patient experiencing symptoms of difficulty speaking, unsteadiness, dizziness, blurred vision, confusion, and inability to concentrate. The reporter indicated that the patient was taken to the doctor¿s office related to the event. The event was reviewed with the reporter and found that the pump¿s programmed time and date was incorrect at the time of the event. Upon review of the issue, the reporter indicated that the pump¿s time and date went to default when the pump battery was removed from the pump for less than 24 hours. This report is made based on the allegation that the patient experienced hypoglycemia requiring medical intervention related to incorrect time and date programmed on the pump.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter alleged that the pump time and date reset to default with removal of the battery for less than 24 hours; when the pump is rebooted, it displays the verify screen and the time which must be manually confirmed (or reset) by the user in order to proceed. No conclusions can be made at this time.